Manufacturer narrative:
The pump passed the functional testing including the displacement, rewind, basic occlusion, occlusion, prime and no delivery tests. The pump was received with normal operating currents and no unexpected off no power, low battery or battery out limit alarms noted. The battery icon shows the full bars. No unexpected black circle on the display was noted. The pump was reset with the correct time and was monitored. No time/clock anomaly or unexpected bolus delivery anomaly was noted. The pump had intermittent button response due to corroded keypad traces. The pump also had a cracked case at the display window corner, minor scratches on the lcd window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have low blood glucose of 20 mg/dl and was not able to get up. Customer reported that insulin pump was beeping showing an empty reservoir and half battery life, but customer in fact had insulin in reservoir. Customer also reported that time was incorrect on display screen. Customer was not able to complete troubleshooting due to buttons not responding.